Manufacturer narrative:
Photographic device evaluation: a review of the device through photographs noted an opening on the device, however the assessment of the opening cannot be confirmed as microscopic analysis is not possible. The events of capsular contracture and seroma could not be observed as they are physiological complications.

Event description:
Patient reported left side device rupture and capsular contracture, baker grade ii diagnosed via ultrasound and MRI. Healthcare professional later reported seroma-late. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture, baker grade ii, seroma-late.

Event description:
Patient reported, left side device rupture. And capsular contracture, baker grade ii. Diagnosed via ultrasound and MRI. Healthcare professional, later reported, seroma-late. The device has been explanted and replaced with another manufacturer's device.